Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned with the helix partly extended, and with tissue on it. Removal of the tissue and the helix was visibly bent with explant damage. All electrical test results were passed. No fracture or insulation breach in vivo was observed.

Event description:
It was reported the patient received inappropriate therapy. It was further reported there was inability to capture, high/undefined pacing impedance and oversensing with t-wave oversensing (twos) and what appeared to be noise. A fracture was suspected and a chest xray was performed noting the lead had dislodged into the atrium. The lead was programmed off and the patient utilized a wearable defibrillator vest. The lead was explanted and replaced. The physician suspected there was a possible screw issue on the lead. No further patient complications have been reported as a result of this event.